Event description:
Customer reported that he was hospitalized twice in (B)(6) 2013 was due to high blood glucose and dka. Customer stated that the blood glucose reading was over 500 mg/dl when he was hospitalized for assistance. In (B)(6), 2013, he was hospitalized for low blood glucose. The low blood glucose reading was 47 mg/dl at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.